Manufacturer narrative:
Vns therapy labeling lists infection as a potential adverse event, related to surgery.

Event description:
Reporter indicated via implant warranty registration card the patient underwent generator replacement surgery because of an infection. Good faith attempts to obtain additional information are being made, but have been unsuccessful to date. The name of the patient is unk; therefore, the manufacturing records could not be reviewed to confirm device sterility.